Manufacturer narrative:
Concomitant medical products: product ID:: c4tr01, product type: crt-p, implanted: (B)(6)2015; product ID: 419478, product type: lead, implanted: (B)(6) 2015 if information is provided in the future, a supplemental report will be issued..

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.